Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coils self-detached in the micro catheter. No additional information was provided, and the coils have not been returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject coil got self-detached in the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that during procedure, the subject coil got self-detached in the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 reports.